Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced ongoing elevated blood glucose (bg) level over 600 mg/dl for the past 2 months. Reportedly, the user declined troubleshooting and stated the bg level was due to use error. The user addressed bg levels with a manual injection, drinking water, and using the treadmill. Recommendation was made for the user to consult with their healthcare provider regarding bg levels.